Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received motor error, motor position encoder error, compromised force sensor and critical pump error. The customer¿s blood glucose level was 79 mg/dl. The customer reported that they had motor error, motor position encoder error and critical pump error. The customer stated that the drive support cap appears normal. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. However unit alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform occlusion test, prime/a33 test, excessive no delivery test or verify compromised force sensor system alarms due to motor error alarms. The motor was tested outside the device and passed.